Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws were not working on the 8mm medium-large clip applier instrument was not holding the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. Incident occurred prior to clip application inside the patient while surgeon attempted to clamp on a vessel or tissue bundle. Clip applier was not holding clip. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement and was related to an unsuccessful clip application. The issue was not related to the clip opening after closure of the clip. Clips used were the ones recommended for the clip applier. Customer not sure if the vessel or tissue bundle was greater than what is recommended in the IFU. Customer used a different instrument to resolve the issue. Instrument was returned to isi for analysis however no photos or videos are available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.